Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd affirm¿ vpiii microbial identification test false positive results for trichomonas were obtained on 3 symptomatic patients. There was no report if repeat or confirmatory testing was performed. Results were reported. The following information was provided by the initial reporter: it was reported that there is an increase in positives for trichomonas. Three positive trichomonas samples in one day. This is atypical for the lab. Confirmed testing area temperature is typically 23 degrees, lysis block temperature 86 degrees. Reviewed workflow-test performed according to pi recommendations. External qc was satisfactory. Issue seemed to occur with the opening of new kit/lot#. Gardnerella was also positive on each of the pac cards along with teh trichomonas.

Manufacturer narrative:
H.6. Investigation: quality initiated an investigation on high positivity results for trichomonas vaginalis (tv) customer claim on material 446252, batch 0330739. Negative functional test and specificity test showed satisfactory results when retention samples were tested. Visual inspection was performed to the retention samples with satisfactory results. Batch history record review was performed to the finished product, no deviation was reported, in process and qc testing were within specifications. Complaint unconfirmed.

Event description:
It was reported while testing with bd affirm¿ vpiii microbial identification test false positive results for trichomonas were obtained on 3 symptomatic patients. There was no report if repeat or confirmatory testing was performed. Results were reported. The following information was provided by the initial reporter: it was reported that there is an increase in positives for trichomonas. Three positive trichomonas samples in one day. This is atypical for the lab. Confirmed testing area temperature is typically 23 degrees, lysis block temperature 86 degrees. Reviewed workflow-test performed according to pi recommendations. External qc was satisfactory. Issue seemed to occur with the opening of new kit/lot#. Gardnerella was also positive on each of the pac cards along with the trichomonas.